Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was riding high in the scrotum; therefore, a revision surgery was performed to remove and replace the component. There were no patient complications reported.